Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances that have been recurring several times since an initial call several months ago. In the initial call, presenting electrogram (egm) showed no noise. History and presenting egm did not suggest a broken lead or improper connection, therefore, a possible electromagnetic interference at the time of the high oor, shock impedance measurements was suspected. At this time, a technical services analysis was completed and results suggested high shock lead impedance on the ra coil from the shocking lead. Changing from triad to single coil configuration was recommended. Spring contact behavior was also to be suspected if they continue to keep having high, out of range impedances. This rv lead remains in service. No adverse patient effects were reported.